Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. During evaluation a rent was observed within a crease on the anterior aspect, measuring approximately 0.3 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) for the lot number 6507629 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 225cc saline catalog: 3502225 lot: 6498708 sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 225cc saline breast prostheses. Deflation of the right breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor saline breast prostheses on (B)(6) 2018.